Event description:
It was reported that during procedure, this device makes a lot of noise and has burning smells when turned on. Also, noted an error code 1301 (laser power too low). The procedure was completed with this device. There was no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse found that the laser had a burned flashlamp, had a tension peak because power cord was burned which explains the burn smell. The flashlamp, power cord was replaced and issue was resolved. Calibration was done to solve error 1301. Energy and electrical tests were performed and equipment was operational. The evidence from the product review did not identify a potential product quality issue or new patient harm. The defective flashlamp and power cord was the most probable cause of the reported event. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure, this device makes a lot of noise and has burning smells when turned on. Also, noted an error code 1301 (laser power too low). The procedure was completed with this device. There was no patient complications.